Manufacturer narrative:
The event occurred in (B)(6).while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the display of the infusion device was defective. No adverse event was reported. The infusion device was requested to be returned for product evaluation.